Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inadequate tissue ingrowth is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Health professional reported "other surgeons and themselves have stopped using seri due to lack of incorporation on numerous occasions." No other information was provided.